Event description:
It was reported by service report that the power inlet was cracked. The customer could not determine whether there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: power inlet cracked. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.